Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber exhibited signs of fracture to the glass cap proximal to fiber/cap fusion zone, allowing the fiber to rotate independently of metal cap and is indicative of a fracture beneath the metal cap; the metal cap exhibited mild burnt on detritus; the glass cap exhibited moderate devitrification at the output window; the outer flow tube exhibited severe sings of melting, contamination (likely biologic), and tearing at the open end. Based on the analysis above, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Event description:
It was reported that during a prostate procedure, significant diminished vaporization efficiency was observed @ 10,787 joules. The fiber started blinking and not vaporizing. The procedure was completed using a second fiber @ 30,131 joules. There was no injury to the patient.